Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -14.5/+1.5/75 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: b5: the initial lens was explanted. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown. Reportedly, the device did not fail to perform as intended. Claim# (B)(4).